Event description:
During surgery it was found that the assembly of the bipolar forceps and the adaptor was loose. Another adaptor was used without problem.

Manufacturer narrative:
Investigation in progress but not yet complete.